Event description:
Information received indicates the bed exit will not alarm.

Manufacturer narrative:
The technician isolated the issue to a faulty tape switch. The bed exit would not alarm unless the mattress was picked up. He replaced the tape switches to repair the bed.